Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. No damages, tears, or leaks were observed in the fluid path that would result in fluid leaking from the pod. It could not be determined when the soft cannula became kinked. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 310 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient was given a pen injection and a correction bolus. The pod was leaking.